Manufacturer narrative:
The event occurred on an unspecified date in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged and leaked. This was noticed during use. There was patient involvement, but no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device was received with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The device passed visual inspection and all functional tests performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.